Event description:
It was reported during a laparoscopic cholecystectomy the surgeon was dissatisfied with the clip formation. The clips did not form properly. The instrument was from the ftr32 kit with lot# k45v11. Another er320 was pulled to complete the case. There was no consequence to the pt. The instrument was not saved.